Event description:
It was reported the subject device had an image problem: the image was blue. The issue occurred during preparation for an unknown procedure. Per the reporter, it is unknown if the planned procedure was completed or if the procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber bonding in the distal end is damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure, which is expected, or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Event description:
No additional information received from customer.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had an image problem: the image was blue. The issue occurred during preparation for an unknown procedure. Per the reporter, it is unknown if the planned procedure was completed or if the procedure was completed using the same device. There were no reports of patient harm.